Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The patient reported that the washer fell from the atomizer into her mouth while she was using the device. The patient was able to retrieve the component without requiring any medical interventions. The patient reported that she had three atomizers at the time of the event and did not recall the source of the washer; therefore, the (B)(4) rep will submit three medical device reports for the investigation at this time. The patient is (B)(6) old female with a past medical history that is significant for a brain aneurysm. She is a current smoker and adds that she does not have any allergies to medications or any respiratory illnesses. The investigation product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the MFR health and life, co., ltd. On may 8, 2013.

Manufacturer narrative:
Health & life company have been taking preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health & life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on april 24, and april 30 2013, respectively. The recall action is still on the process. Herewith the investigation report.